Manufacturer narrative:
D9: 4/16/2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the reported problem. It was determined that the mpu board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.e1 - reporter country and phone number.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm, lec1140: pump motherboard problem. There was unknown patient involvement.